Event description:
Follow-up identified the ipg was inoperable due to recharge burden. Surgical intervention was undertaken on (B)(6) 2017 wherein the ipg was explanted and replaced with a new model which resolved the issue.

Manufacturer narrative:
UDI is unknown due to the device was manufactured prior to 9/24/2014. Recall: 1627487-12192011-003-r. This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient reported her scs ipg stopped communicating with the charging system and the patient programmer. Subsequently, the abbott representative confirmed the issue and deemed the device as inoperable. As a result, surgical intervention may be undertaken as the next course of action to address the issue.